Event description:
The user facility reported a 78-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The support was weaned and explanted after over 145 hours. The groin had a hematoma that prompted vascular surgeon to do a cut down. Vessel loops, sutures, a hemostatic patch, and blood products were given. Additionally, there was noted suction/low flows and atrial fibrillation that prompted the explant.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the reported access site bleeding , low pump flow and vt has been completed since the original report was filed. The device was returned for investigation. The cause of the access site bleeding was patient movement as the patient became confused overnight and began pulling at lines and impella catheter. The cause of the low pump flow was biomaterial ingestion around impella. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt/vf was not determined." Section d9 updated.